Event description:
A site representative reported that while during a cranial tumor resection procedure, the surgeon alleged that after a touch-n-go registration the system was 10mm inaccurate. The surgeon was using 12 fiducials on the patient, placed relatively symmetrical. The surgeon attempted to re-do the touch-n-go registration with no change. It was noted that a magnetic resonance imaging (mr) was being used and the 3d model was very poor with much movement in the scanner. The surgeon then used tracer registration and deemed being approximately 3mm inaccurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information referencing hospital policy. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Software investigation was completed and found there were several issues attributing to the inaccuracy. Fiducials were placed symmetrically on the patient and there was patient movement during the scan which caused fiducials to be compressed and move. Software is functioning as designed. Use error. A medtronic representative following-up with the site recommended to the site to adjust the scanning protocols and change the placement of the fiducials.